Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he noticed fluid at the bottom of the reservoir compartment. Customer stated that the o-ring may have become deformed due to high temperatures. Blood glucose level at the time of the incident was 249 mg/dl. The customer was advised to change the reservoir and will not return the product for analysis.